Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to remove the composix e/x, which failed, and repair recurrent hernia"; however, the patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of a ventral hernia. A bard/davol composix e/x hernia patch mesh, reference number 0123460, lot number husl1888 was implanted to repair the hernia defect. On (B)(6) 2012: the patient underwent an additional surgery to remove the composix e/x, which allegedly failed, and to repair recurrent hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to remove the composix e/x, which failed, and repair recurrent hernia"; however, the patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 5 months post implant of composix mesh e/x, patient was diagnosed with hernia recurrence, adhesions, inflammation, fibrosis and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2009: the patient underwent surgery for repair of a ventral hernia. A bard/davol composix e/x hernia patch mesh, reference number (B)(4), lot number husl1888 was implanted to repair the hernia defect. (B)(6)2012: the patient underwent an additional surgery to remove the composix e/x, which allegedly failed, and to repair recurrent hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch. Addendum per additional information provided: (B)(6)2009 - patient was diagnosed with ventral hernia thereby underwent lysis of adhesions and laparoscopic repair with implant of composix e/x mesh. Per operative notes, ¿there were extensive adhesions. The defect was measured and a mesh was placed and sutured. An oval mesh was rolled and placed into the peritoneal cavity, tacked cirumferentially using absorbatack.¿ (B)(6)2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the explant of composix e/x mesh. Per operative notes, ¿a ragged edge of mesh was folded which was excised completely and adhesions were taken. A synthetic mesh was placed in an underlay fashion and sutured. Wound vac was placed.¿ attorney alleges that the patient had adhesions, pain, mesh migration, infection, hernia recurrence, wound vac placement and emotional injuries.